Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had crack on belt clip. Customer stated that they were able to lock in place the reservoir when inserted in insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.